Manufacturer narrative:
H3, h6: the real intelligence tablet, part number rob10027, serial number (B)(6), used for treatment, was returned for evaluation. The cable is kinked and twisted near the back panel. A functional evaluation was performed. The reported problem was confirmed. Testing found that one of the video display wires in the cable was severed, causing the screen to lose video feed intermittently when the cable was moved. A review of the provided photos was performed. As per the image provided, the failure mode cannot be confirmed since it is an operational issue. The most likely cause of the reported issue was found to be due to a severed video display wire in the cable. This seems to have been caused by damage to the cable from fatigue over time, especially near the back panel opening. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H10: internal complaint reference: case: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a tka cori assisted surgery the screen of one (1) real intelligence tablet went off. The procedure was resumed, without any delay, using a manual procedure. No injury was reported as a consequence of this issue.